Event description:
It was reported that this right ventricular (rv) lead was explanted 14 days after implant and replaced. Several attempts made for additional information regarding this case but no information is available. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. No additional adverse patient effects were reported.